Event description:
It was reported that, "recently, the pt had a revision tka to revise the components due to an infection." The surgeon has requested a wear analysis on the reported insert.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.